Event description:
It was reported that there was early battery depletion and the device was at eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar as a device marketed in the u.s. The event is being reported due to an alleged malfunction. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found. For use by user facility/importer(devices only). (B)(4).